Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the date on the pump was incorrect. There was no reported adverse impact to the customer's blood glucose level. The customer declined to have tandem technical support (cts) review the pump data logs to find the cause of the issue. Cts guided the customer through adjusting the pump date to the correct date.